Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a unknown length dissection.  It was reported the patient presented emergently to ER. A CT performed showed a ruptured thoracic aorta. The patient then underwent an open repair as treatment.  Per the physician the cause of the rupture may have been anatomy and questioned whether there was enough neck length to be treated during the index procedure and whether the index procedure was performed per IFU.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Film analysis the cause of the aortic rupture could not be conclusively determined from the films provided. Procedural angiograms and cts from the index procedure were not available for review. There appeared to be evidence of contrast leakage which could suggest a type ia endoleak, this may likely be a contributory factor in the reported aortic rupture, however, this could not be confirmed based on the images provided. The cause of the contrast leakage could not be fully determined; however, anatomical factors such as the acute angulation of the aortic arch may have contributed to this event. The IFU indicates that " key anatomic elements that may affect successful exclusion of the lesion include tortuosity, short landing zone(s) [20 mm], and thrombus or calcium formation at the implantation sites. In the presence of anatomical limitations, a longer landing zone and additional stent grafts may be required to obtain adequate sealing and fixation." Pre-implant cts were not provided, therefore, complete determination of anatomical limitations and measurements to satisfy IFU considerations at the index procedure, including vessel diameter and landing zones, could not be assessed. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.